Manufacturer narrative:
The balloons (2) were shown to the vp of r&d at a conference in (B)(6) and the balloon bursts were confirmed. The distributor lost them in transit when trying to ship them back to numed for a more thorough examination. The distributor stated that the physician did not use an inflation device with pressure gauge when inflating the balloon. There is a statement in the IFU that one should be used to prevent over pressurization of the balloon. If more info becomes available, a f/u report will be sent.

Event description:
Balloon burst.